Manufacturer narrative:
The t:slim x2 g5 pump user guide states: your t:slim x2 pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an auto off alarm occurred. The customer acknowledged not interacting with the pump prior to the alarm, therefore the alarm was valid. Additionally, the customer reported that the wake button needed to be pressed multiple times in order to activate the pump display. The customer's blood glucose level was reportedly "within range". The wake button began functioning properly after the customer pressed the button with more force. Tandem technical support instructed the customer to speak with the healthcare provider regarding the auto off safety feature.